Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 28, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the iol was received crushed and cut in half, inside of the daisy wheel. The lens was cleaned and visual inspection under magnification found damage to both halves of the lens and a bent haptic, consistent with being crushed in the daisy wheel. No further issues were identified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one other report was received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report of an explant of an iol (intraocular lens) that had been implanted 13 years ago. The iol was displaced in the eye. It¿s unknown if the issue was affecting the patient¿s daily activities. The iol was explanted. An unplanned vitrectomy occurred. No sutures were used.the replacement lens is the same model but different diopter, za9003 +13.5 diopter. Reportedly, the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown. The best estimate is between the implant and explant dates, may 20, 2010 through jan 26, 2023. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information; however, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.